Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device staple line was incomplete at the distal end. A new device was used to complete the staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the device staple line was incomplete at the distal end. A new device was used to complete the staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.